Manufacturer narrative:
(B)(4)

Event description:
(B)(4). Submissions for product codes otn and otp can be found under manufacturer reports numbers 3005099803-2014-02412 and 3005099803-2014-02411.

Manufacturer narrative:
This manufacturer report is being sent as a requirement under summary reporting exemption approval number ¿ (B)(4) for product code pah. Please see attached for correction submission due august 31, 2014. (B)(4).

Event description:
This manufacturer report is being sent as a requirement under summary reporting exemption approval number ¿ (B)(4), for product code pah. Please see attached spreadsheet for the bimonthly submission due june 30, 2014. Submissions for product codes otn and otp can be found under manufacturer reports numbers 3005099803-2014-02412 and 3005099803-2014-02411.